Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including tip and thread verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Description/event details: syringe of rituximab was returned to the pharmacy by the dj service because the tip was broken. This is a very common problem with these syringes, and with very expensive products, the financial losses are considerable. Can you provide the batch number of the defective product? Unknown has the patient or user suffered any harm? If so, please explain delay in care can you confirm whether samples are available for investigation? If so, please specify if samples are used (during or after use) yes contains rituximab.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for updated device evaluation: a sample was provided to our quality team for investigation. Upon visual inspection, we confirmed that the tip of the device had broken off, verifying the reported concern. As part of our standard quality processes, products from this manufacturing line undergo multiple visual and functional inspections, including tip and thread verification. Because the lot number associated with this incident is unknown, a device history review could not be performed. Based on the information available, we are unable to identify a root cause related to our manufacturing process at this time. It is possible that the tip may have broken due to force applied during use. Please note that all complaints for this device and reported condition are tracked and trended to monitor for future occurrences.

Event description:
No additional information.